Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the issue occurred gradually. Attempted to adjust the contrast, but the issue was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: visual inspection found some cosmetic defects. Investigation revealed that the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly. Unrelated to this complaint, the battery compartment was found to be cracked.